Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue could be confirmed and duplicated as described. The screen was unresponsive to touch and identified the root cause was due to front panel fluid ingress within the assembly. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue of the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets manufacturer specifications. The defective part was issued an rga to be returned for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's touch panel is unresponsive. The field service representative reported the unit has liquid behind the display. The customer reported there is no patient involvement associated with the event.